Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2024.

Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to keep a charge. It was also noted that the patient was not getting adequate pain relief. The patient underwent an ipg replacement procedure.